Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old male with atrial fibrillation presented for electrophysiology ablation. An impella device was inserted for support. The patient had an access site bleed which required two units of blood to make the patient hemodynamically stable. The impella device was removed.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding cannot be determined since the complaint device not returned for investigation and lack of clinical details.